Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the right arm venous anastomosis. Another in.pact av access was later used to treat the right arm axillary vein. Approximately 20 months post procedure patient suffered stenosis of arteriovenous fistula at the axillary vein. Patient had shuntagram with primary lesion located at the axillary vein. Stenosis successfully treated with flex vessel prep, angioplasty, and drug coated balloon. Patient recovered.